Event description:
During pt use, low fio2 and high fio2 alarm occurred. Calibrating the o2 sensor did not solve the issue. Replacing the o2 sensor resolved the issue. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no additional pt info was provided.